Event description:
Pt reported back to back test readings obtained (within 10 min.) On their ss meter using separate finger sticks were 194, 140, 150 and 178mg/dl (33% difference). No symptoms were reported. Control test reading (117) was in range (96-145). Lfs rep reviewed qc procedures, blood (sample) application and possible reason for difference in readings. Training literature was sent to pt. There was no allegation of harm.